Manufacturer narrative:
(B)(4). Batch # r5c505. Device evaluation summary: two devices were returned for analysis as it was unknown which one they had the issue with. The analysis results found that the cdh29a device (a) arrived with the anvil missing. The breakaway washer was not present and there were no staples present. No anvil and washer where returned for analysis, but the manufacturing batch information was reviewed. It was confirmed that the device was manufactured within the bounding time period of the field action, however because the anvil and washer were not returned we cannot confirm if the device exhibited behavior associated with the field action. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The analysis results found that the cdh29a device (b) arrived with the anvil missing. The breakaway washer was not present and there were no staples present. No anvil and washer where returned for analysis, but the manufacturing batch information was reviewed. It was confirmed that the device was manufactured within the bounding time period of the field action, however because the anvil and washer were not returned we cannot confirm if the device exhibited behavior associated with the field action. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a lap anterior resection procedure, we had a misfiring of a circular stapler 29. The fellow fired the gun at the bottom end and squeezed the device handle plastic to plastic. He is experienced and has used cdh numerous times without incident. He fired in the proper way, but they did not hear the crunch or feel the tactile feedback as usual, so they were concerned the gun had not fired properly. They then inspected the anastamosis and saw that it was not properly joined, with staples not fully formed. They then re-fashioned the rectal stump and used a second cdh which fired as it should and they then completed the procedure. The patient was doing absolutely fine and due to be discharged (B)(6) 2019. Doctor was informed that device was from a recalled lot. Doctor duly understood he had used a gun with an affected lot number and was happy with the patient¿s recovery thus far, so would manage the patient's care accordingly.

Manufacturer narrative:
(B)(4). Photo evaluation summary: upon visual inspection of two photos, the following was observed: the photos show tissue piece from top view and several staples can be seen not properly formed. It is possible that the firing sequence was not complete; causing that the staples could be partially deployed without formed properly the staples. Based on the photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined.